Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
The manufacturer became aware of a study from (B)(6). The title of this report is ¿experiences with rigid internal fixation using a low volume titanium implant system in metacarpal and phalangeal fractures¿, which was published in 2000 and is associated with ¿low volume titanium mini-fragment system¿. Within that publication, post-operative complications/ adverse events were reported, which occurred between 1-jan-1994 to 31-march-1995. It was not possible to ascertain specific device or patient information from the article, a review of the complaint handling database, however, revealed that the events have not been reported by the hospital or by the author of the publication, therefore 5 complaints were initiated retrospectively for different adverse events mentioned in the study. This product inquiry addresses extensor tendon adhesions, 2 out of 3 cases. The study states, ¿in three patients with extensor tendon adhesions, an additional tenolysis was carried out.¿